Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The serial / lot number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. The manufacturing site name is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from australia that during an unspecified surgical procedure, it was discovered that the reciprocating saw attachment device burnt the patient on the lower left lip. It was reported that the patient was provided with cold compresses and ice packs in recovery as well as on the ward. It was further reported that the patient was okay post-surgery; however, they still had a blister that was healing on the lip. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. It was reported that there was injury and medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.